Event description:
Reporter noted four cases of endophthalmitis occurred over a few months. Surgeon suspects this is due to poor cleaning of I/a tips. Pts were cultured. No vitrectomies required. Pt 1: va of 20/100. Pts 2 and 3 had no vision loss. Pt 4 is recovering.